Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response has been received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint on the v60 device indicating that the ventilator has wrong pressure values. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.